Event description:
It was reported that during a coronary angioplasty procedure, stent damage occurred. The physician advanced the 2.5x28mm promus element stent but was not able to cross the unspecified target lesion. Upon removal of the stent system damage to a stent was observed, a "strut" appeared expanded. The procedure was completed another 2.5x28mm promus element stent. No patient complications were reported and patient status is stable. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).